Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). No known impact or consequence to patient. Torn material. Evaluation results - visual inspection of the returned product found a piece of the lens optic torn off and missing. There was evidence of reddish residue. Conclusions - based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens was torn. The lens was removed with no patient injury. Another same model lens was implanted.